Event description:
Information received by medtronic indicated that the customer received multiple insulin flow block alarms and was louder while rewinding.the customer mentioned that the insulin flow blocks alarms were being resolved by infusion set change. No harm requiring medical intervention was reported. Troubleshooting was performed and the issue was resolved by changing infusion set. It was unknown whether the customer will continue the use of the device or not and the insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms or motor anomalies were noted during testing. Pump successfully downloaded to thump. Insulin flow blocked alarms during bolus delivery were found in the history files on (B)(6) 2023 at 20:51:13.00, 21:01:11.00, and 22:18:45.00. The pump was cut open and found evidence of moisture damage on pcba 1, pcba 2, and motor. The following were noted during visual inspection: pillowing keypad overlay. In summary, insulin flow blocked alarm during unknown timing and motor anomaly were not confirmed during testing. Pump passed the full drive test. No unexpected insulin flow blocked alarms noted in pump history download. Exposed to moisture confirmed on pcba 1, pcba 2 and motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.